Event description:
It was reported that the balloon was defective. No pt complications were reported.

Manufacturer narrative:
Device was returned and evaluated. Balloon lumen leakage was observed through a slit, 0.03 inches in length, at the 12.4 centimeter area (distal of thermal filament). No visible damage was observed to the balloon latex.